Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator wire. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the vibration feature on his insulin pump disappeared and is no longer working. Customer indicated that his blood sugar was normal at the time of incident. No further information was given.